Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
A patient reports while activating a pod the cannula had failed to deploy. The patients reported blood glucose level was between 120 mg/dl and 250 mg/dl. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed with no damages observed on the bottom housing or e-seal. Inspection of the pod download data indicated that the pod delivered 56 total pulses, completing both priming sequences before deactivation. No timeouts or drive stalls were observed. Inspection of the needle and drive mechanisms found no evidence of manufacturing damages or deficiencies that would contribute to the reported event. While the needle mechanism was deployed upon inspection, the timing could not be determined. The cause of the reported needle mechanism complaint could not be determined.